Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl (22.2 mmol/l) while wearing the pod on the leg between 5 and 24 hours. Investigation of the pod found the cannula to be damaged. The device was initially reported for elevated blood glucose levels, and a "distinct smell of leaked insulin" at the pod, and the pod was tearing away from the adhesive backing. No medical attention was required. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged causing the soft cannula to measure out of specification, 41.75 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The patient history buffer (phb) data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs. Although the cannula was damaged, the timing and cause of the damage is unknown, and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.